Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a non-calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a form of vertical crack upon eighth inflation at 10 atmospheres. The procedure was completed with a different device. No patient complications were reported.